Event description:
The customer reported approximately two milliliters of fluid leaked onto the counter involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) cleaned the port at vacuum chamber vc26 and cleaned the vacuum trap. The fse replaced the port vacuum chamber due to back up of fluid and pressure. In addition, the fse replaced the tube at the top of the diff chamber due to air leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs resolved the reported issue. A definitive root cause is unknown. (B)(4).